Event description:
It was reported that two promus stents were successfully implanted in a proximal saphenous vein graft (svg); a 3.0 x 18mm and a 3.0 x 15mm. Next an attempt was made to implant another stent in a target lesion distally, which was noticed after placement of the first two stents. The distal target lesion was predilated with a non-abbott balloon dilatation catheter and as the promus rx 2.5 x 15 mm was advanced into the proximal portion of the first stent implanted in the svg, the stent stripped off the delivery balloon. The dislodged stent embolized to the iliac; however, the stent was successfully snared and removed from the patient. No post dilatation was done. The procedure was stopped. It is unknown whether the stent got caught on a previously implanted stent or whether there was poor guide seating in the ostium. It may have been the guide that it scraped on. There are no plans at this point to bring the patient back to treat the distal lesion. No additional event or patient information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.